Manufacturer narrative:
(B)(4).

Event description:
During placement of the insertion sheath/arteriotomy locator assembly of a 6f angio-seal vip vascular closure device into the tissue, the insertion sheath fractured into several pieces. Neither the anchor nor the collagen was deployed. Manual compression was used to halt bleeding. Exploratory surgery confirmed that no fragments remained in the patient. Hemostasis was achieved surgically. The patient was moved to recovery and later discharged.

Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.